Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a chipped and damaged rubber ring inside the air/water supply button. According to the initial reporter, this event occurred during a diagnostic esophagogastroduodenoscopy procedure involving an olympus air/water valve. There was no patient injury reported.